Event description:
Update: 07/14/2015 - litigation papers allege the acetabular cup eventually produced metallic debris, and/or loosened from patient's acetabulum, caused pain, abnormal blood metal ion concentrations, and inhibited patient's inability to walk

Manufacturer narrative:
Additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update 9/4/15 medical records received. After review of the medical records for MDR reportability, the revision operative note indicated increased metal ions and corrosion at the head/stem interface. There was no mention of a loose cup or metal debris as previously alleged. It should be noted that the revision operative noted it took 90 minutes to dislocate/distract the hip. At this time there is no indication that the implants caused this delay. There is no new additional information that would affect the existing investigation. The complaint was updated on:9/28/2015.

Event description:
Asr cup, head, and spacer explanted. Biomet cup and liner implanted. Used 40mm ts ceramic +1.5 head. Asr revision; left; reason for revision : unknown.

Manufacturer narrative:
(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.